Event description:
It was reported that the patient's battery was not lasting long. There were possible device interaction issues with their medtronic device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).